Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle and material separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of foreign body in patient is listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely there was a posterior needle strike to the posterior foot. The tip of the posterior needle tip was deformed indicating a strike against a surface. The strike causing the separation. This can occur from a deflection of the needle. There are likely other variables along with the strike such as the angle of the strike, the force of the strike, and the pressure on the foot at the time of the strike. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - health effect - clinical code: code 4582 was removed and code 2687 was added.

Event description:
Subsequent to the previously filed report, the procedure description was updated to interventional superficial femoral artery. It was also noted that post procedure, upon retrieval of the proglide device, the sales rep noted the posterior foot was missing. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after an interventional superficial femoral artery procedure with a 6f sheath. Reportedly, the suture was not present when the plunger was removed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. No additional information was provided.